Event description:
A pt reportedly almost died because of using a one touch meter. Pt contacted lifescan in 2001 to inquire on the availability of fasttake test strips and reported the event during the phone conversation. Pt reported that on an unknown day in 2000, pt obtained high blood glucose readings on the ot meter. After taking insulin, pt reportedly experienced sypmtoms of hypoglycemia in the form of sweating, blurring of vision and slurring of speech. The event was reportedly corrected by drinking orange juice. Pt did not reportedly seek any medical advice at the time of the event. Pt declined to provide any further details about the event.